Event description:
It was reported that the infusion set had air bubbles, which were observed during the troubleshoot process for high blood glucose levels. The blood glucose reading was 190 mg/dl. The customer stated that the approximate size of the air bubbles is smaller than a quarter of the inch. He reported that the insulin pump was rewound with a reservoir in place, which he was advised against. He stated that the air bubbles persisted after an infusion set change. He was reminded to reset the fixed prime to the cannula prime amount for his infusion set. He was advised to monitor the device and his blood glucose levels. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.